Manufacturer narrative:
Some unopened knives, in blisters were received for the report of blunt. Samples were visually inspected and found to be conforming. Functional penetration testing was performed, and few samples were conforming. Few samples were nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened few samples were found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened few samples were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Few samples met specifications. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments and the root cause of the non-conforming penetration value of the few cutting instrument samples. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that it was found that during cataract surgery the knives were blunt. The surgery was completed with the other knife. Patient impact was not reported.